Event description:
The customer contact reported, the patient received more blood product than intended. At an unspecified time, the primary line of the pump was programmed to deliver an unspecified volume of normal saline at a rate of 15ml/hr. At the same time, the secondary line of the pump was programmed in the concurrent mode to deliver the last unit of an unspecified blood product in a series of four, at a rate 100ml/hr and the delivery was started. After an unspecified length of time, the nurse noted that the pump was alarming for low battery and the blood infusion was complete in "one hour" instead of the intended "three to four hours." The nurse stated that she did not hear any alarms prior to the low battery alarm. The physician was notified and the device was removed from clinical service. The customer contact reported that at the time of the event, the patient's lung were "clear". There were no adverse patient effects. No medical interventions were required. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.